Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency room and then taken to the hospital in the intensive care unit on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of over 600 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose event. The customer reported that they were there for 5 days. The customer stated that the insulin pump was on but suspended all the time while in the hospital. The customer did not mention any treatment or symptom related to high blood glucose levels. The customer did not allege the insulin pump for under delivery. The insulin pump passed the displacement test, self test and high pressure test. The insulin pump will not be returned for analysis.